Manufacturer narrative:
The insulin pump passed functional testing, including the operating currents test,self test, unexpected error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump had cracked case at display window corners, broken reservoir tube lip, missing reservoir tube o-ring and test reservoir would not lock or click in place, minor scratched and cracked display window.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer reported that the insulin pump had missing pieces on the reservoir compartment. The customer reported that the insulin pump was dropped. The customer's blood glucose was 145 mg/dl at the time of incident. The customer stated that the blood glucose dropped 45 mg/dl and reached around 200 mg/dl. The customer declined to troubleshoot for the low blood glucose. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.